Event description:
When did it occur? : during use hypodermic needle injury: no other treatment: no were the returned items used? : yes if they were used, was something attached to them? : blood returned quantity: 1. Details of the event (timeline, history, etc. ): (B)(6) the medicine comes out when performing an empty (practice) shot, but after trying to perform 10 single shots, medicine did not come out on the last shot. After changing the needle, there was no problem and the medicine came out.

Manufacturer narrative:
Corrections made to sections d3 (country type & country) and h6 (component code, type of investigation, investigation findings, & investigation conclusions). Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue as bent cannula npe. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.